Event description:
The staff alleged that a nurse fell due to the left siderail not being latched in the up position.

Manufacturer narrative:
The technician stated the account would not release any info on the incident. He stated he was told a staff member was injured and reported to the accounts employee health dept, not risk management. The technician inspected the bed and found left head siderail would not latch. He found the siderail stop was bent and hitting the release lever which would not allow the siderail to latch. The technician replaced the side rail stop to repair the bed.